Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient with this cardiac resynchronization therapy defibrillator (crt-d) getting shocked every few seconds. The device was then explanted and was replaced. No additional adverse patient effects were reported.